Manufacturer narrative:
The device was evaluated. The reported condition was confirmed. The product did not meet specification at time of evaluation. The investigation isolated the failure to the quick guide label, front bezel, but a cause was not identified. The failure relates to the reported complaint event. The serial number was provided and the service history record for this device was reviewed for similar complaint modes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had low readings. The issue was found during service and repair.